Manufacturer narrative:
(B)(4). Evaluation summary: the delivery system was returned for analysis. Visual inspections were performed on the returned device. The difficult to position was unable to be confirmed due to the condition of the returned device. The stent was not returned; therefore, the stent damage could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use states that if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. The investigation was unable to determine a conclusive cause for the reported difficulty positioning or stent damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately calcified, circumflex artery while attempting to advance the 3.0 x 28 mm xience alpine stent delivery system (sds), the stent met resistance with the guide catheter, became stretched and was deployed in the left main (lm) vessel, which was not the intended lesion. Two other xience alpine stents were successfully deployed in the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.